Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens, -12.50 diopter, and the lens went into the patient's eye upside down. The reporter indicated there was a refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Correction to date of report: 09/30/2016. Additional information received - the reporter indicated the lens was implanted on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and refractive surprise. The lens was exchanged for another same model/diopter lens and the problem was resolved. (B)(4): secondary surgery, lens exchanged for another same model/diopter lens. (B)(4).

Manufacturer narrative:
The lens was exchanged for a different model, same diopter and size. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).